Event description:
The pt underwent a right phacoemulsification with posterior chamber intraocular lens implant. Following the procedure the pt was seen by her ophthalmologist and a diagnosis of retinal burn was made.